Event description:
Pt had exploratory laparotomy with distal pancreatectomy and splenectomy. Procedure was done in supine position. Total length of procedure: 1hr 27 mins. Procedure performed utilizing an electrosurgical unit and megadyne pad for grounding. 30 hrs 35 mins following procedure, staff discovered blistered area in middle of pt's back requiring follow-up by wound care nurse.